Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left tube was not closed/ perforation (uterus)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B82480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone hydrochloride (buspar) since 2016, escitalopram oxalate (lexapro) since 2016, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2014 to (B)(6) 2015 and ibuprofen (motrin) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), fatigue ("fatigue") and irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (ablation in (B)(6) 2014 and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, irritable bowel syndrome, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff reported that most, if not all symptoms were decreased soon thereafter removal. The device was in good position with 2 trailing coils on the right side and 3 on left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, unilateral occlusion (right tube occluded), perforation (uterus); on (B)(6) 2014: confirmed my right tube was closed. Left tube was not closed. Batch no b82480, production date 2013-10-18, expiration date 2016-10-31. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: quality safety evaluation of ptc. On 25-sep-2019: mr received-no new information. Fu 4 and 5 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left tube was not closed/ perforation (uterus)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B82480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone hydrochloride (buspar) since 2016, escitalopram oxalate (lexapro) since 2016, hydrocodone bitartrate;paracetamol (norco) from march 2014 to december 2015 and ibuprofen (motrin) from march 2014 to december 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), fatigue ("fatigue") and irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (ablation in (B)(6) 2014 and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, irritable bowel syndrome, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff reported that most, if not all symptoms were decreased soon thereafter removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, unilateral occlusion (right tube occluded), perforation (uterus); on (B)(6) 2014: confirmed my right tube was closed. Left tube was not closed. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet received. Case was upgraded to incident. Event injury was updated to events: uterine perforation, abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), anxiety, depression, bladder problems, urinary problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, fatigue, irritable bowel syndrome, vaginal pain and lower abdomen pain. Lot number and concomitant medication added. From 2009 to 2014, plaintiff used condoms for contraception. On 16-sep-2019: it was reported that plaintiff had underwent ablation in (B)(6) 2014. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report